Event description:
Il a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was explanted and later replaced with a longer length lens and the problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).